Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy procedure, the orvil was difficult or impossible to connect to the stapler. As reported, the patient has no injury.